Manufacturer narrative:
Based on the completed investigation, the reported issues were due to a corroded plug unit. The root cause could not be definitively determined; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there was no image along with an e315 unsupported scope error due to corrosion on th eplug unit. There was no patient involvement.